Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint # (B)(4).

Event description:
On (B)(6) 2017, an intra-aortic balloon (iab) was inserted on a patient. During pci, balloon rupture was found with iab. The iab was replaced to continue therapy. There was no injury or harm to the patient. Moderate calcification was noted in patient vessel.